Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 25-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 29 and 26mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-100mg/dl. The customer feels well and did not report any symptoms. Customer stated he was not experiencing low blood glucose symptoms when the results of 29 and 26mg/dl had been obtained. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/25/2022 and customer stated that he has only been using the strips for about 2 days. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (customer was not concerned with the result of 495 mg/dl because he had eaten prior to test): result 1: 29 mg/dl date: 5/10/2021 time: 6:44 am fasting. Result 2: 26 mg/dl date: 5/10/2021 time: 6:42 am fasting. Result 3: 254 mg/dl date: 5/09/2021 time: 9:48 pm non- fasting. Result 4: 386 mg/dl date: 5/09/2021 time: 8:04 pm non- fasting. Result 5: 495 mg/dl date: 5/09/2021 time: 5:59 pm non- fasting.

Manufacturer narrative:
Sections with additional information as of 01-jul-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and defect found - e-7. Root cause: rc-001: miscellaneous user induced contamination on the strip connector.